Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rail for the half height drawer required replacement. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system rails were broken on the drawer. A field service engineer (fse) identified that one side of the rails had broken off on drawer 4.1 in the auxiliary unit. The issue was resolved by replacing the drawer, and the repair was tested and verified in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.